Manufacturer narrative:
Initial reporter phone #: (B)(6). Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage at the prn. The following information was provided by the initial reporter, translated from chinese: in the cardiology department, after successfully placing a new closed and needle-resistant venous indwelling needle for the patient, the nurse found leakage at the interface of the matching closed and needle-resistant venous indwelling needle prn when sealing the tube with normal saline, which could not be used. The new prn was immediately replaced without leakage. It was an individual case.